Event description:
It was reported that a sable spacer was found to be deformed six weeks post operatively.

Manufacturer narrative:
The device was not available for evaluation as it remains in the patient. The patient went in for a routine 6 week follow up and post-op x-ray showed the implant appearing to have deformed. It was stated that the patient did not experience any trauma (fall or other excessive external forces) that could have contributed to the issue. The implant has been left in the patient. The x-ray image shows superior vertebrae not contacting the front portion of the implant because the front portion of the superior vertebral endplate is missing. It is possible this unique anatomy could have contributed to the complaint, but based off the information given, no determinations could be made as to the cause of the reported issue.